Manufacturer narrative:
During a tissue biopsy procedure using the mammotome revolve system, the physician was sprayed with fluid. The device was discarded by the customer, which prevents a full investigation and analysis of the root cause. Therefore, we are unable to confirm this event based on the description. Based on consultation with our clinical director, this event was determined to be reportable pursuant to 21 cfr 803 due to the potential to cause or contribute to death or serious injury associated with the potential transmission of infectious diseases. Device discarded by customer.

Event description:
The sales rep reported, according to the doctor said while taking samples during stereo biopsy she was sprayed on by fluid.